Event description:
It was reported that the patient first presented to the doctor on (B)(6) 2010. At that time, the patient was experiencing pain radiating downward from her back and into her right knee. In addition, she had occasional difficulty in moving due to pain in her back. On (B)(6) 2010, the patient returned to the doctor with the results of her MRI. The doctor diagnosed the patient with lumbar disc degeneration and lumbar stenosis. The doctor performed the lumbar surgery on the patient consisting of a direct lateral interbody fusion from l3-l4 and a posterior spinal fusion from l3-l4 in which rhbmp-2/acs was used. The patient needed post-operative care due to her limited mobility following the first surgery and had two post-operative appointments. The patient had begun to develop severe pain in her hips and legs. After the first surgery, the patient was in excruciating pain and was unable to move about, lie down, or get up unaided. In addition, her flexibility was markedly affected and she had very limited range of motion. On (B)(6) 2013, the patient attended a follow-up appointment with her surgeon wherein surgery on cervical spine was recommended as a result of severe spinal cord impingement. On (B)(6) 2013, the surgeon performed surgery on patient's cervical spine using rhbmp-2/acs. After the second surgery, the patient began experiencing incredible pain in her neck and upper back. She was no longer able to turn her head freely and suffered significant limitations on her range of motion. The patient is now in constant, agonizing pain on her entire left side.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.